Event description:
The customer's pump gave pt too much insulin. It was indicated that the customer was hospitalized. Bgs have been treated with glucose and orange juice. Troubleshooting was performed. The programming on the pump was correct. The customer stated that they have changed the reservoir and the infusion set. With the new reservoir and the set the pump was shooting out the insulin. Later it was informed that the customer's bg was stable. The dr believed that the customer did not receive over the amount of insuin because the bgs were not low.